Event description:
It was reported that the unspecified bd¿ pen needle would not deliver insulin during use. The following information was provided by the initial reporter: "consumer stated during injection feels the insulin is not coming out of levimer pen. Called novo today to inform of this too. Reviewed the proper placement of needle to pen. And to complete a flow check. Caller does not complete a flow check."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle would not deliver insulin during use. The following information was provided by the initial reporter: "consumer stated during injection feels the insulin is not coming out of levimer pen. Called novo today to inform of this too. Reviewed the proper placement of needle to pen. And to complete a flow check. Caller does not complete a flow check."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.